Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostics code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications. The service technician reported there was an f&p 850 humidifier in use on the ventilator.

Event description:
The customer reported, the ventilator went vent inop, and alarmed during checkout. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient.